Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided was reviewed and a calibration issue could be excluded, and a permanent reagent issue could also be excluded. It was noted that either a transient issue with the reagent or the instrument may have caused the erroneous results.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) for 36 samples from 23 different patients. Of the 36 samples, it was determined that 32 results had been erroneously reported outside of the laboratory. The customer indicated that qc was out of range over the past two days for the standby pack and the operator did not notice this. The operator tried to repeat the qc for the standby pack on (B)(6) 2014 at 07:00, but the qc results that ran were for the current pack, which was ok. The standby pack was started about 16:30 on (B)(6) 2014 and was run until the morning of (B)(6) 2014. On (B)(6) 2014, qc was run and found to have been out. The same pack, which had been the standby pack the day before, was recalibrated and the qc was then well within range with the new calibration. The customer has not had a further issue since that time. It was determined that the qc was out of range for only one of the two measuring cells on the instrument. The customer indicated that all of the initial erroneous results had been reported out of the laboratory. The samples were repeated and the customer deemed the repeat results to be the correct results. The customer indicated that there were no incorrect treatments given to the patients based on the tnt stat results. The customer provided an example one of the erroneous results that were reported out. The initial result was 0.6 ng/ml, and on the first repeat was 0.7 ng/ml, and was repeated a second time and was <0.3 ng/ml. For the remaining erroneous results, please see the attachment to the medwatch. The lot number of the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The field service representative could not find a cause for the issue. He performed a mechanism check, checked the sample probe and fluidics. No problem was detected. He did a performance check on both measuring cells, and the check on measuring cell 1 failed. He performed a photomultiplier tube adjustment and did performance testing; which passed. A blank cell calibration was performed. The customer performed calibration and qc to their specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.